Manufacturer narrative:
Correction: please retract this report 2017865-2025-12051, the same issue was previously reported as 2017865-2025-11923.

Event description:
It was reported that an incorrect longevity measurement was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.